Event description:
It was reported that the customer experienced a high blood glucose level, with the meter displaying 526mg/dl. Cause was not known. The customer administered a correction bolus via the pump and was advised by cts to inspect various components, including the infusion set and tubing. Cts recommended consulting with a healthcare provider to discuss factors affecting blood glucose levels, and the customer acknowledged the advice and planned to replace supplies as necessary and resume insulin.